Event description:
After a diagnostic procedure, there was bleeding from the green valve on the introducer. It was not thought that the valve was defective. The procedure was completed without device replacement and without patient consequences.

Manufacturer narrative:
One 6f act ultimum introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.